Manufacturer narrative:
Awaiting return of unit for evaluation. Upon return of the unit, an evaluation will be performed and a follow up report will be completed.

Event description:
Two people were injured. The unit fell off the wall and hit the patient on the head and hit the assistant on the arm.